Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: reboots are observed in the black box. Battery was not returned with the pump for investigation. Battery compartment and cap are intact with no physical damage or evidence of moisture damage. No leaks were found during leak testing. The battery cap was able to attach securely to the pump. Pump powered on normally and was exercised for 24 hours, no overheating or power issues were duplicated. A battery cap contact test was performed; no battery cap connection defects were observed. Pump electrical current draws were tested and found to be within specification. Verified current draw is less than 1a while on home screen (no motor movement). Verified current draw is less than 1a during motor movement. The pump cover was removed to inspect for internal moisture ingress, none was found. The power flex, battery connections and internal components were tested for intermitting conditions, no defects were found. The pump and battery overheating could not be verified or duplicated during investigation